Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station failed to turn on. The customer stated that the red (backup generator) outlets were tested and were working as intended. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer replaced the pyxibus cable, and the station powered on successfully. The system functioned as intended after the field service engineer repaired the device.